Event description:
The customer reported the ac power indicator was not lit and the battery was not getting charged. These symptoms are indicative of the device not being able to power up via ac power. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the ac power indicator was not lit and the battery was not getting charged. These symptoms are indicative of the device not being able to power up via ac power. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified and localized to a power supply failure. The power supply assembly was replaced to resolve the issue. The device passed testing and remained at the customer site.